Manufacturer narrative:
The device br16017 has been inspected for investigation purpose. The tests performed confirmed the mayfield headholder knob was broken. The defective part was replaced for repair purpose

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the mayfield head holder adaptor was non-functional. There was no patient involvement reported.